Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 08-mar-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving unknown baclofen via an implanted pump. It was reported the patient wen to the emergency room with symptoms of baclofen withdrawal. The pump and catheter were planned to be replaced on (B)(6) 2020. There was no known environmental/external/patient factors that may have led or contributed to the issue. A dye study was done at some point and it failed. No interventions/actions that were taken to resolve the issue and the issue was not resolved.